Event description:
I have essure permanent birth control. I've had chronic pelvic pain and very heavy bleeding since (B)(6) 2011. I do not have health insurance until (B)(6), and that's when I will need a hysterectomy.